Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10mg/ml; 0.48 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018 (date unknown). It was reported the patient had a return of pain. A catheter dye study was attempted on (B)(6) 2018 with no results. The catheter exploration showed a break in the catheter at the spinal site. The catheter was removed and replaced (B)(6) 2018. The explanted catheter was discarded. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. The issue was resolved. No further complications were reported.